Manufacturer narrative:
One device was returned for repair with complaint of cassette error. Service history review identified this device has not been in for service in the previous 12 months. Reported problem could not be duplicated with functional testing but was confirmed with review of event log history. The downstream occlusion (dso) seal showed moderate bubbling. Contamination was found at dso sensor area and at latch/lock area. System fault 42224 was found in event log. The probable cause of the reported problem is contamination. Replaced the main board and the dso sensor. After repair device passed all functional tests.

Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.